Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the vad coordinator that the patient expired due to an intra-cranial bleed (icb). It was reported it was the patient's fourth heart surgery (medical history) and treatment of anticoagulation was difficult. Inr/ptt management was difficult to set normal values. Pump was performing as expected. There were no reported device malfunctions or issues that may have contributed to the patient's expiration. Autopsy was not performed and the device was not returned for evaluation.